Manufacturer narrative:
Continuation of d11: product ID: 97745, serial# (B)(6), product type: programmer. Product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient, UDI#:(B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that the controller screen displays a "system problem" message; rm04 a lot. The patient stated that they use to be able to charge the controller from the wall, but now the controller wasn't charging from wall at all anymore. The patient stated that the controller was dropped on the ground and something was rattling inside the controller when the patient had some falls. The patient stated that she has tried to reset the controller by taking the lithium battery pack out, but this didn't resolve the issue. Patient services had the patient reset the controller during call, but this still didn't resolve the issue. The patient¿s mom also has the same pain device and the patient¿s mom's wall charger wouldn't charge the patient¿s controller either. The patient stated that her manufacturer representative (rep) had programmed her implant and did a great job pin pointing the pain areas with his tablet but when the patient got home, her controller died, and she charged it back up and pulled up her settings and it was like the controller "knocked off the programming" because she didn't feel stimulation the same anymore/stimulation didn't feel right. The patient had coverage, but not complete coverage. The programming was great until she used her controller. The patient stated, "that she can feel pain so bad now (sudden return of pain) wants to collapse now that the stimulator had shut off and has pain up at the top of her back." The patient reported that they can't charge the stimulator back up because of the controller. The patient stated that she's had reprogramming done by reps several times to pin point the pain. The patient reported that she had worked with a rep on program c, but now that benefit from program c was gone. It was noted that the patient met with the rep at the end of (B)(6) 2018. The patient noted that overall the stimulator did well with pain and she could take ibuprofen along with the stimulator to manage pain. Email sent to repair, repair was busy at time of call, patient services requested that the controller and recharger be replaced. It was noted that the patient had a doctor¿s appointment on (B)(6)with the rep for reprogramming. Additional information was received on january 30th, 2019. It was clarified that the patient stated that the controller would not power on. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis of the 97745 (B)(4) found evidence of broken connector, scratched lcd - internal damaged, loose parts, and the device failed the final test. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep). It was reported that the rep was able to communicate with the implantable neurostimulator (ins) while using the tablet. Whenever an attempt was made to communicate with the ins using the controller, no device found was seen. Troubleshooting was carried out ant the controller was unpaired and re-paired to the ins. This resolved the issue. There were no further complications or anticipations reported with this event.